Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history and specifications was conducted during the investigation. Imaging was returned to the manufacturer and a review was performed. The following are the findings and impressions: findings: frontal and lateral x-rays, bilateral lower extremity ultrasound, and venogram from ivc filter placement dated (B)(6) 2015, venogram, frontal and lateral x-rays as well as CT scan of the abdomen and pelvis, performed on day of filter retrieval dated (B)(6) 2015, along with complaint report, were submitted for review. Ultrasound dated (B)(6) 2015 demonstrates normal bilateral lower extremity ultrasound without evidence of deep vein thrombosis. Venogram dated (B)(6) 2015 demonstrates normal caliber of the ivc without evidence of duplication. The infrarenal ivc measures 24.5 mm as measured via an injection from a jugular approach with a pigtail catheter positioned in the right common iliac vein. The catheter was repositioned into the left external iliac vein and a repeat venogram was performed. This demonstrated significant opacification of pelvic and lumbar collateral vessels with cross filling collateralization identified as well as relative little flow through the common iliac vein at its junction with the ivc. A cook gunther tulip filter was deployed in an infrarenal location. There is 4 o rightward tilt of the filter on the frontal projection. The maximal distance between the primary filter feet measures 22 mm. The hook of the filter terminates just cranial to the inferior endplate of the l-1 vertebral body, at the inflow of the right renal. Pa and lateral x-rays of the abdomen demonstrate the ivc filter in stable position. In reference to the spinous processes there is 13° of rightward tilt on the frontal radiograph, not changed when compared to the venogram. On the lateral radiograph there is one degree of anterior tilt. Pre-retrieval frontal and lateral x-rays demonstrate the ivc filter in a stable cranial/caudal position. There is slight increased rightward tilt relative to the spine when compared to prior x-ray now measuring 19°. On the lateral x-ray there is now a posterior tilt of approximately 9 degrees. On the lateral x-ray the maximal distance between the primary filter feet measures 22 mm and the maximum distance on the frontal view is 20 mm. All of the primary legs and secondary struts are intact. Initial venogram at time of retrieval dated (B)(6) 2015 demonstrates a pigtail catheter positioned in the right common iliac vein. The venogram demonstrates inflow from both renal veins as well as washout from the right common iliac vein. However, washout from the left common iliac vein is not appreciated and there is a large ascending lumbar collateral vein filling. There is also no reflux into the left common iliac vein. At the level of the primary filter feet there is a mild stenosis of the inferior vena cava measuring only 14.8 mm in the frontal projection while just inferior to this the vena cava measures 22 mm. One of the primary legs, with the associated secondary struts, appears to project entirely outside of the column of centrast for a distance of 2.5cm. There is no significant thrombus within the ivc filter. There is a single fluoroscopic image of the ivc filter hook engaged within the snare device prior to complete capture. A follow-up venogram is performed after the filter has been removed through the sheath which is positioned cranial to the right renal vein. This demonstrates reflux of contrast into the right renal vein which appears capacious as well as down a very large and capacious right gonadal vein. In the region of the previous ivc filter feet, there is now a more irregular stenosis measuring only 9.5 mm. A repeat venogram was performed with a pigtail catheter positioned in the right common iliac vein. In the region of previous ivc filter feet there is a persistent stenosis now measuring 13 mm in the ap projection. There are subtle linear filling defects within the column of contrast in this region suggesting small synechiae. An additional venogram was again performed with the pigtail catheter position in the right common iliac vein , after what the complaint report described as a balloon tamponade maneuver, but no images were submitted with the balloon in place. The stenosis is still present but slightly improved now measuring 14 mm: however, the linear filling defects that were present are no longer apparent. Filling of the gonadal and ascending lumbar collateral vein is also less apparent on this final injection. CT scan of the abdomen and pelvis performed immediately after ivc filter retrieval demonstrates the pigtail catheter from a jugular approach terminating in the right common iliac vein. In the region of previous ivc filter feet the ivc measures 14 x 15 mm. There is no evidence of active extravasation. The retroperitoneal fat adjacent to the vena cava appears unremarkable. This area is somewhat limited due to beam hardening artifact from the spinal hardware that is in place. There is complete obliteration of the cranial aspect of the left common iliac vein lumen as it courses between the right iliac artery and vertebral body. There is also enlargement of both gonadal veins, right significantly greater than left measuring up to 13 x 18 mm on the right and 7 x 9 mm on the left. The CT scan demonstrates diverticulosis without CT evidence of diverticulitis and extensive postsurgical changes involving the lower lumbar spine, otherwise is unremarkable. Impression: the ivc filter was placed for acr/sir appropriate indication of history of vte with inability to anticoagulate due to surgery. The initial venogram demonstrates altered venous drainage from the left pelvic and left lower extremity venous systems due to an obstructive process at the level of the left common iliac vein. This is likely related to patient's underlying anatomy with compression of the left common iliac vein between the right common iliac artery and the vertebral body, may-thurner type anatomy. This anatomy, with history of prior dvt and possibly an element of chronic dvt and for synechiae in this area results in impeded return of blood from the left lower extremity and pelvic veins causing opacification of multiple large pelvic and lumbar collaterals with cross filling to the right common iliac vein. The infrarenal ivc is normal and a gunther tulip filter was deployed in an appropriate location with no significant tilt. The follow-up x-rays and venograms performed 175 days post placement demonstrate slight increased rightward tilt on the radiographs without any significant cranial eaudal migration. The initial venogram demonstrates no reflux of contrast into the left common iliac vein or evidence of washout from unpacified blood returning via the left common iliac venous system, suggesting this vessel is now completely occluded at the junction with the inferior vena cava. There was also development of a large ascending lumbar callateral vein arising from the ivc eaudal to the filter and opacified from an injection in the right common iliac vein. This vein was not opacified on previous venogram. This suggests increased resistance of forward flow in the ivc above the level of this vessel. At the level of the ivc filter teet there is now a mild stenosis measuring 14.8 mm that was not there previously. There is also decreased density of contrast just eaudal to the ivc filter teet, suggesting increased narrowing in the ap dimension which is not imaged in the current plane. This could have been confirmed with an oblique view or ivus. There is evidence of penetration of one of the primary filter teet and accompanying struts by 2.5 cm. The degree of tilt is within acceptable limits, but may have contributed to the penetration of this leg. There is no comment in the complaint report about any symptoms related to this penetration. Atter retrieval of the filter there is increased stenosis at this level of the ivc, measuring only 9.5mm, which in part is likely due to spasm. There are also subtle linear filling defects in this region which possibly represent residual fibrous material synechiae after the filter removal. The original complaint report stated there was active extravasation, which l do not appreciate. There is filling of a large genadal vein extending towards the pelvis, which was most evident while injecting through the sheath located cranial to the stenosis thus refluxing back into this vessel. Per the complaint report, a balloon tamponade procedure was performed and the follow-up venogram does demonstrate mild improvement in the stenosis now measuring 13.8 mm. After the balloon tamponade procedure, the linear filling defects within the lumen of the ivc are also no longer appreciated and the retlux of contrast into the capacious gonadal system and the ascending lumbar branch are no longer present. The balloon likely disrupted any intraluminal synechiae/fibrous material helping to reduce the resistance to forward flow. The CT scan performed immediately after the procedure confirms no evidence of extravasation. The CT scan also confirms the may-thurner anatomy with compression of the left common iliac vein between the right common iliac artery and the vertebral body. This stenosis has likely progressed to complete occlusion between the venograms, thus altering the collateralization through the pelvic and gonadal venous systems. This may be related to the patient's filter and ivc stenosis, but may also be related to the lumbar surgery and positioning for surgery, as well as patient's history of hypercoagulable state. Lf related to the filter, the ivc filter penetration likely caused increased inflammation and possible scarring in the ivc, resulting in the stenosis. This stenosis altered the resistance of blood flow through this region, resulting in the development of the prominent ascending lumbar collateral, but also decreasing the flow through the left common iliac vein which was already severely stenotic, likely contributing to its occlusion. Fortunately, the patient had robust callateral pathways in her pelvis and was able to decompress the venous return via the gonadal veins, as the complaint report makes no mention of symptoms related to the filter or venous congestion. Filter tilt is a known risk in relation to filter implant reported in published scientific literature. Also filter perforation of the vena cava wall is a known risk reported in published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Based on the above, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
As part of a global study: damage to ivc upon removal of filter definitely related to study product. (B)(6) the primary reason for the filter placement was no evidence of venous thromboembolism (vte), but at risk for vte due to a history of prior vte, surgery, and a contraindication to anticoagulation. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The inferior vena cava (ivc) diameter at the intended filter location was 23 mm and there was no ivc anatomic anomaly was observed. Using the right internal jugular vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Filter tilt was ¿ 6 degrees. Core lab analysis of the placement procedure venacavagram revealed no anatomic anomaly of the ivc. The filter was placed in the ivc infrarenal site and the ivc diameter at the intended filter location was 20.9 mm. There was no evidence of deformation, migration, or extravasation of contrast after filter placement. Evidence of filter legs appearing outside the column of contrast was present. Angle of filter tilt in the ap view was 8.8 degrees. On the same day as the procedure, the post-procedure x-ray was performed. It revealed no evidence of filter fracture, embolization or migration. The angle of filter tilt was ¿ 6 degrees. Core lab analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 15 degrees, and in the lat view 3.3 degrees. On the same day as the placement procedure, the patient was discharged from the hospital. She was not taking anticoagulant or antiplatelet medications when the pre-discharge clinical assessment was performed. On (B)(6) 2015 (119 days post-procedure), the three month follow-up clinical assessment was performed. A filter retrieval procedure was scheduled and the patient was not taking anticoagulant or antiplatelet medications. Since last contact, the patient had not experienced a reportable event. On (B)(6) 2015 (175 days post-procedure), the filter retrieval procedure was performed and the site reported the following adverse event information to cri: ¿damage to the vena cava upon removal of filter requiring further intervention and imaging. Pt. To be admitted for observation.¿ treatment included balloon tamponade. The site was queried in the electronic data capture system (edc) and emailed by the project manager (pm) for clarification of the event on (B)(6) 2015. The research coordinator responded to the pm via email that same day with the following information: ¿sorry for the vague entry. At the time of completion I did not know what the damage was because she was headed for a CT. It was determined that she did not have caval damage ¿ but instead demonstrated significant pelvic congestion. Nonetheless ¿ our team was conservative and provided tamponade and follow up CT. She was ultimately admitted d/t nausea and vomiting related to the medications she received intra procedure ¿ and was dc home in the morning with no sequela. I will tidy up reporting ¿ as I just wanted to get something in edc to reflect timely reporting of what was initially thought to be sae directly resulting from device.¿ the treating physician stated that the above event was definitely related to the study product [site queried] and definitely related to the study procedure. Core lab analysis of the retrieval procedure is not yet available. The patient remains in the study and no further adverse events have been reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As part of a global study: damage to ivc upon removal of filter definitely related to study product. The primary reason for the filter placement was no evidence of venous thromboembolism (vte), but at risk for vte due to a history of prior vte, surgery, and a contraindication to anticoagulation. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The inferior vena cava (ivc) diameter at the intended filter location was 23 mm and there was no ivc anatomic anomaly was observed. Using the right internal jugular vein as the access site, a guenther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Filter tilt was &#63542;6 degrees. Core lab analysis of the placement procedure venacavagram revealed no anatomic anomaly of the ivc. The filter was placed in the ivc infrarenal site and the ivc diameter at the intended filter location was 20.9 mm. There was no evidence of deformation, migration, or extravasation of contrast after filter placement. Evidence of filter legs appearing outside the column of contrast was present. Angle of filter tilt in the ap view was 8.8 degrees. On the same day as the procedure, the post-procedure x-ray was performed. It revealed no evidence of filter fracture, embolization or migration. The angle of filter tilt was &#63542;6 degrees. Core lab analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 15 degrees, and in the lat view 3.3 degrees. On the same day as the placement procedure, the patient was discharged from the hospital. She was not taking anticoagulant or antiplatelet medications when the pre-discharge clinical assessment was performed. On (B)(6) 2015 (119 days post-procedure), the three month follow-up clinical assessment was performed. A filter retrieval procedure was scheduled and the patient was not taking anticoagulant or antiplatelet medications. Since last contact, the patient had not experienced a reportable event. On (B)(6) 2015 (175 days post-procedure), the filter retrieval procedure was performed and the site reported the following adverse event information to cri: "damage to the vena cava upon removal of filter requiring further intervention and imaging. Pt. To be admitted for observation." Treatment included balloon tamponade. The site was queried in the electronic data capture system (edc) and emailed by the project manager (pm) for clarification of the event on 12/21 2015. The research coordinator responded to the pm via email that same day with the following information: "sorry for the vague entry. At the time of completion I did not know what the damage was because she was headed for a CT. It was determined that she did not have caval damage - but instead demonstrated significant pelvic congestion. Nonetheless - our team was conservative and provided tamponade and follow up CT. She was ultimately admitted d/t nausea and vomiting related to the medications she received intra procedure - and was dc home in the morning with no sequela. I will tidy up reporting - as I just wanted to get something in edc to reflect timely reporting of what was initially thought to be sae directly resulting from device." The treating physician stated that the above event was definitely related to the study product [site queried] and definitely related to the study procedure. Core lab analysis of the retrieval procedure is not yet available. The patient remains in the study and no further adverse events have been reported.